Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coil 400s (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, the physician successfully implanted 2 pc400s in the target vessel using the px slim. While advancing the 3rd pc400 through the px slim, the pc400 unintentionally detached inside of the px slim. Therefore, the physician removed the px slim containing the detached pc400. The pc400 was flushed out of the px slim and the px slim was reinserted into the patient. The procedure was completed using a new pc400 and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pc400 confirmed that the embolization coil was detached from the pusher assembly. Further evaluation revealed that the ddt was fractured off the distal tip of the pusher assembly. If the device is retracted against resistance, damage such as this may occur. This damage likely contributed to the embolization coil detaching from the pusher assembly. Further evaluation revealed that the pet lock was damaged but intact on the proximal end of the pusher assembly, the pusher assembly had kinks and the embolization coil had offset coil winds. This damage was incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.